Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customers blood glucose level was 550 mg/dl. Customer addressed bg by administrating a manual correction injection. Customer loaded a new cartridge to resolve the issue.